Event description:
Ventilator alarmed and when checked was not giving any pressure. Checked all connects and confirmed no leak. Turned machine on/off and still no pressure, checked filters again and tried machine without success.